Event description:
It was reported that the user¿s ilet delivered excess insulin following meal announcements, resulting in low blood glucose, and the device was factory reset with customer support after the caregiver indicated meal announcements were entered too early, which led to maladaptation of insulin delivery. Symptoms included hypoglycemia with a nadir of 43 mg/dl accompanied by sleepiness/ drowsiness and dizziness. Outcomes included user education and resolution through troubleshooting without escalation to emergency care. Investigation included remote technical support and device reset. Investigation of this case revealed user-related timing of meal announcements contributed to inappropriate insulin dosing, with device performance restored after factory reset and education provided. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error leading to insulin over-delivery prior to corrective retraining and reset.